Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump shuts down by it self (when it had a full battery) when picked up, bumped into, or touched. The customer's biomedical technician examined the device and found no sign of depressed or corroded battery pins. The event occurred during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'improper shutdown' which were verified through a review of the event history log but not reproduced during evaluation. Evaluation found no issues with the supplied battery and alternating current power cord. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.